Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during visual inspection. The insulin pump was received with normal operating currents. The insulin pump was monitored and no unexpected battery out limit alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and a battery out limit. The patient's blood glucose at the time of incident was 135 mg/dl. The pump alarmed after a battery change. Troubleshooting was initiated for the battery out limit. The settings were unable to be reviewed since the buttons were unresponsive. Troubleshooting then occurred for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues; the customer mentioned clipping the pump to his shirt at night. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.